Event description:
The donorscreen-hla class I and class ii assay is used by a laboratory group, (B)(4) which has several sites in the united states. Cts reported an hla class ii result discrepancy between testing performed at 2 sites, (B)(4). The sample was a fresh sample, never frozen, drawn on (B)(6) 2018 in 2 seperate tubes which was refrigerated until (B)(6) 2018 for testing. Testing was performed on (B)(6) 2018. The testing was performed at both sites about an hour apart. Discrepancy in results for two samples between the sites was reported. There is conflict in the information from the customer where the customer stated one sample was affected but data and some description provided by customer is that two samples were affected. The hla class I results were negative for the samples at both sites. Site: quickstep serial #: sample ID: result: result reported kit lot #: 1, (B)(4) , (B)(4) - ( neg), no, 3006245a/b. 2, (B)(4), (B)(4) + (pos), yes, same. 1, (B)(4), (B)(4) - ( neg), no, same. 2, (B)(4), (B)(4) + (pos), yes, same. The customer stated that their qa department determined the pos (positive) result would be reported for this sample. Four contacts with the customer who placed the complaint were attempted. As of this report, response has still not been received from the contact at the customer site.